Manufacturer narrative:
The prod is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific rec'd info that during a routine device f/u, interrogation of this subcutaneous implantable cardioverter defibrillation (s-ICD) produced a red screen on the programmer. The fault was cleared without being noted, and a second interrogation was performed. The device check was normal, with no further issues observed. The boston scientific field representative collected the device data and submitted it to technical svs (ts) for review. Ts reviewed the data and confirmed an lc and a CT charge timeout faults were recorded, indicating the charge time failed at both 20 seconds and 44 seconds. Engineering review of the device data noted the charge timeout fault had occurred during an automatic capacitor reformation that was performed on (B)(6) 2015. The previous charge time had been nine seconds, and prior to this long charge the battey appeared to be depleting normally. A current voltage measurement was not available as the voltage had not been measured since the long charge. The device ws unable to charge to 80j within 44 seconds. Therefore, the device most likely cannot deliver therapy and requires replacement. The field representative alerted the hosp with the analysis outcome. The device was later explanted and replaced. No add'l adverse pt effect were reported.